Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Model number/catalog number: 720157-01. Serial number: n/a. Batch/lot number: 1100617511. Model/catalog description: cuff. Unique identifier (UDI) # (B)(4). Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100771919. Model/catalog description: balloon. Unique identifier (UDI) # (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced scrotal pain. During device activation, the physician was unable to activate the device due pump migration in the back scrotum. The pump tubing was observed to be too short. As a result, the pump was explanted and replaced. No further patient complications were reported.